Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence; estimated date. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that sometime between (B)(6) 2015, during an interventional procedure, a 014 balance middleweight (bmw) hydro guide wire was positioned in an unspecified vessel. An unspecified balloon catheter was advanced over the bmw without resistance. After inflating and deflating the unspecified balloon, the balloon catheter was unable to be retracted over the guide wire due to resistance felt against the guide wire. Both devices were withdrawn from the anatomy as a single unit. The guide wire was then extracted from the balloon catheter; while there was no separation or pre-separation noted on the guide wire, it was noted that the guide wire was unraveled (frayed). In the opinion of the physician the transition area at the marker level is not sharp, but is not smooth enough, so balloons catheters interact with the guidewire surface and resistance occurs. There were no adverse patient effects and no occurence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported resistance with the balloon catheter and irregular texture; however the stretched coil appears to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue.